Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error; display wire had the insulation compromised and shorted against a component on a printed circuit board assembly which may have caused this error. (B)(4).

Event description:
It was reported there was an error code that displayed, repeat fault. The epg (external pulse generator) was returned for service. There was no patient involvement.